Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the adhesive around the light guide lens is peeled; the adhesives around objective lens has white-clouded area; switch 4 has wear; the protector of universal cord on scope connector side has a scratch; the scope cover is shaved; the plastic distal end cover has a scratch; the universal cord has a wrinkle; the adhesive on the bending section cover has a white-clouded area; the adhesive on the bending section cover has a crack; the adhesive on the bending section cover has a chip; the universal cord has a scratch; the connecting tube has a scratch; due to a pinhole on the channel tube, water tightness is lost; due to wear of the zoom lever, water tightness is lost; due to clogging of the nozzle, water removal ability does not meet the standard value; due to wear of the angle wire, the play of the up/down knob is out of the standard value; due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair, and does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter that came out of the nozzle. There were no reports of patient involvement.